Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 52 mg/dl. Customer also specify other relevant blood glucose value was 58 mg/dl, 67 mg/dl, 300 mg/dl and 80 mg/dl. The customer decline troubleshooting for low and high blood glucose. The product will not return for the analysis.